Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The vad system or vad therapy issues can potentially exacerbate or lead to arrhythmia resulting in clinical compromise that requires hospitalization, IV antiarrhythmic, surgical procedure, cardioversion. Cardiac arrhythmias are also found to occur more frequently in patients diagnosed with heart failure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's pre-implant and recent history of ventricular arrhythmia along and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient was hospitalized for treatment of sustained ventricular arrhythmia requiring defibrillation or cardioversion. The patient also underwent cardiac catheterization. Results were unremarkable. He was discharged on (B)(6) 2016. No further information provided.